Event description:
During a laparoscopic cholecystectomy procedure, the clips fell out of the instrument. The surgeon used another device without patient injury.

Manufacturer narrative:
6/24/97-supplemental report #1 submitted to FDA.